Event description:
It was reported by the customer that when using the bd pyxis¿ es refrigerator drawer inside the refrigerator had failed. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 18-mar-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that multiple bins in the refrigerator had issues. The remote smart service was showing a failure to unlock and also displayed failures. A field service engineer (fse) verified that the remote smart service cable connection was fully seated on the board. While opening and closing the bins, the fse noticed that some were binding and found that the bin covers on all of the bins were not seated properly. The fse locked the bin covers in place correctly, and the bins then opened and closed without binding. The system functioned as intended after the field service engineer repaired the device.